Event description:
It was reported that a pre-syncope patient was admitted to the emergency department. Device interrogation revealed that the patient's pacemaker displayed an out of service alert after the device exhibited elective replacement indicator (eri). The device had no capture and was alleged to have premature battery depletion. The patient was bradycardic and in complete heart block. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Reported events of failure to capture and premature discharge of battery were confirmed. The device was received from the field without telemetry and battery level having reached end of service. Analysis performed indicated high current drained by the hybrid circuitry.